Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 3 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 2/12/2017 device evaluation: the device has been returned and evaluated by product analysis on 1/26/2017 with the following findings: there were multiple loss of primes observed in the pump¿s black box history associated with a non-primed pump or occlusion alarms. The pump successfully completed the rewind, load cartridge and prime steps with no alarms. The pump was exercised for 24 hours with no loss of primes occurring therefore the initial complaint was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).